Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust/check belt alarms) has been confirmed. Upon evaluation, the monitor was found to have an open trace on the computer analog (ca) board, causing an open ground signal thus generating belt alarms. The cause for the open trace cannot be positively determined. No adverse event resulted from the open circuit. The pt received a replacement monitor.

Event description:
The mother of a (B)(6) male pt contacted zoll customer support to report that the pt is receiving constant belt alarms. The pt was issued a replacement monitor and electrode belt.